Event description:
The customer reported their viewsonic vg930m connected to his b3south system was not working. He says it has a power light, but the screen backlight is out. Replaced under service contract. There was no report of any pt harm as a result of the reported events. The customer did not provide any pt info.

Manufacturer narrative:
The device eval is not yet complete. A follow-up report will be submitted when the eval is complete.